Manufacturer narrative:
This event occurred in (B)(6). Qc was acceptable. The field service engineer (fse) found an issue with the bead mixer wash station causing the mixer to run dry and there was paper in the restrictor. The fse corrected the bead mixer issue. No issues were identified during a review of the alarm trace data. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned high results for 3 patient samples tested for elecsys vitamin d total ii (vitamin d ii) on a cobas 6000 e 601 module. Based on the data provided, the results for 2 patients were discrepant. Patient 1 initial result from a serum sample was > 250 (unit of measure not provided). The repeat result was 106. The initial result for patient 1 was not reported outside of the laboratory. On (B)(6) 2019 patient 2 initial result from a plasma sample was 160. The sample was repeated with results of 87.2 and 80 using a new reagent kit with the same lot number. The initial result for patient 2 was reported outside of the laboratory. The vitamin d ii reagent lot number was 40800602 with an expiration date of 29-feb-2020.